Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was available for evaluation. Visual inspection was performed and the tubing was observed to be separated from the one piece male luer lock. A solvent ring was observed on the tubing where the separation occurred. The reported condition was confirmed. The root cause was not determined.

Event description:
The customer reported to baxter (B)(4) of an interlink system non-dehp y-type catheter extension set 2 inj sites/male luer lock adapter in which "the tubing separated from the male luer." The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.